Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were coming out scissored. The surgeon took the proper steps of pre-loading clips first. It is unknown how the procedure was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. D4: batch # v94p8c. H2: additional information received: photos were received for review. Upon visual inspection of six photos, the following was observed: the first photo shows a tyvek package with lot number and expiration date. From the second to the sixth, the photos show two clips formed that do not meet proper formation criteria. Based on the photos reviewed, the event description is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis below for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. The event described could not be confirmed as no scissored clips were observed, the device performed without any difficulties noted, and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.